Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease l2 to s1 with degenerative scoliosis and underwent the following procedures: 1) posterior spinal fusion l2-3, l3-4, l4-5, and l5-s1 2) posterior segmental instrumentation using 5.5 millimeter rods from l2-3, l3-4, l4-5 and l5-s1 3) autologous local bone grafting augmented with bmp and osteofil demineralized bone matrix was used.